Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside clinical use at the time of the reported event. The philips field service engineer (fse) inspected the system onsite and found the system was unable to boot up. Analysis of the log file showed an unexpected os startup which confirmed the reported malfunction. Fse performed troubleshooting of the power supply for components within the b-cabinet and discovered power supply issue in the cabinet. To resolve the issue, fse reseated the power supply cable connections and ensured the correct voltage output from the power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.